Event description:
As reported, the patient underwent an initial total hip arthroplasty. Subsequently, the patient dislocated many times and has had multiple emergency room reductions and would also have some subluxation episodes that did not require treatment.